Event description:
Dealer states that the rating for the chair does not hold up, the brakes have failed after a few short weeks. Dealer states these are being used as a facility. Dealer no longer wants this chair and no replacements are being sent. (B)(4). The dealer feels this creates a hazard to the customers. No further information provided.